Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and radicular pain syndrome (radiculopathies). It was reported that the patient had the device set where stimulation reached their leg and back. The patient stepped in a hole and pinched the sciatic nerve running down his leg and now whenever they turn up stimulation his left leg hurts even more. No further complications were reported.